Event description:
It was reported that the patient had facial palsy and no hearing sensation. Testing showed high impedances. The patient has an ossified cochlear. During manipulation the electrode was damaged.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.